Manufacturer narrative:
Investigation summary : one primary tubing (model #2420-0007) and one secondary tubing (model #ms3500) were returned by the customer. It was reported that during an IV potassium infusion, the nurse noted that the IV potassium bag was empty 15 minutes after starting the programmed 2 hour infusion. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. After a few minutes, the blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The customer complaint can be verified. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The supplier was able to confirm back flow. The sample passed the weld integrity and component dimension characteristics inspection. However, the sample failed the re-inspection by the a-10 automated inspection system. Disc pinch impressions were present, the diaphragm was centered, and no particulate was found on the diaphragm. Even though the failure was confirmed, further supplier investigations could not determine a root cause. We will continue to track this issue and watch for any emerging trends. A device history record review for model 2420-0007 lot number 20126583 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500 lot number 20103262 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. One unused primary tubing (model #2420-0007) and one unused secondary tubing (model #ms3500) were returned by the customer. It was reported that during an IV potassium infusion, the nurse noted that the IV potassium bag was empty 15 minutes after starting the programmed 2 hour infusion. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. An infusion was completed using the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 125 ml/hr with a vtbi of 125 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2420-0007 lot number 20107027 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model ms3500 lot number 20103262 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv had flow issues that caused the IV potassium bag to empty after only 15 minutes. Later observation showed that the primary line with normal saline had "swollen/over filled" and the potassium backflowed into it, all due to a faulty back check valve. This event occurred once each in lots 20126583 and 20107027, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "IV tubing did not perform as expected. A 20meq/100ml IV potassium infusion was piggybacked into primary line a , which was spiked with a brand new 1000ml normal saline IV bag. The potassium infusion was programmed to run over two hours via the alaris infusion pump. Approximately 15 minutes later the nurse noted that the IV potassium bag was empty. Upon seeing the empty potassium bag the tubing was clamped and the IV fluids were disconnected from the patient and replaced with new tubing and fluids via primary line b. The patient was not harmed. On troubleshooting the system, the nurse observed that the primary line a with the normal saline appeared to be swollen/over filled. It was believed that the potassium infusion back flowed into the normal saline bag. The tubing and IV pump were sequestered. On review of the lot numbers hospital¿s supply chain management department verified this tubing was not part of any past/current recalls. An evaluation of the pump was performed by hospital¿s biomedical engineering department. The event log of the associated pump was analyzed, and no errors or messages of any issues were found. In addition, biomed performed some stress testing of the pump, as well as volume accuracy testing, and have found no issues. Physical inspection of the pump shows no issues or irregularities. Judging by the information that the nurse provided as to what happened in this situation, biomed believes there was a faulty back check valve within the tubing set that allowed the fluids to be pulled from the secondary bag and pushed into the primary bag."

Manufacturer narrative:
Correction: additional information was provided by the customer, and the following fields have been updated: b.5. Describe event or problem: it was reported that the as lvp 20d 2ss cv had flow issues that caused the IV potassium bag to empty after only 15 minutes. Later observation showed that the primary line with normal saline had "swollen/over filled" and the potassium backflowed into it, all due to a faulty back check valve. This event occurred once each in lots 20126583 and 20107027, and this complaint was created to capture the 1st of 2 related incidents. C.2. Concomitant med prod desc: 36 in 20 drop secondary set there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20126583, d.4. Medical device expiration date: 2023-12-23, h.4. Device manufacture date: 2020-12-23. D.4. Medical device lot #: 20107027, d.4. Medical device expiration date: 2023-10-28, h.4. Device manufacture date: 2020-10-24.

Event description:
It was reported that the as lvp 20d 2ss cv had flow issues that caused the IV potassium bag to empty after only 15 minutes. Later observation showed that the primary line with normal saline had "swollen/over filled" and the potassium backflowed into it, all due to a faulty back check valve. This event occurred once each in lots 20126583 and 20107027, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "IV tubing did not perform as expected. A 20meq/100ml IV potassium infusion was piggybacked into primary line a , which was spiked with a brand new 1000ml normal saline IV bag. The potassium infusion was programmed to run over two hours via the alaris infusion pump. Approximately 15 minutes later the nurse noted that the IV potassium bag was empty. Upon seeing the empty potassium bag the tubing was clamped and the IV fluids were disconnected from the patient and replaced with new tubing and fluids via primary line b. The patient was not harmed. On troubleshooting the system, the nurse observed that the primary line a with the normal saline appeared to be swollen/over filled. It was believed that the potassium infusion back flowed into the normal saline bag. The tubing and IV pump were sequestered. On review of the lot numbers hospital¿s supply chain management department verified this tubing was not part of any past/current recalls. An evaluation of the pump was performed by hospital¿s biomedical engineering department. The event log of the associated pump was analyzed, and no errors or messages of any issues were found. In addition, biomed performed some stress testing of the pump, as well as volume accuracy testing, and have found no issues. Physical inspection of the pump shows no issues or irregularities. Judging by the information that the nurse provided as to what happened in this situation, biomed believes there was a faulty back check valve within the tubing set that allowed the fluids to be pulled from the secondary bag and pushed into the primary bag."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv had flow issues that caused the IV potassium bag to empty after only 15 minutes. Later observation showed that the primary line with normal saline had "swollen/over filled" and the potassium backflowed into it, all due to a faulty back check valve. The following information was provided by the initial reporter: "IV tubing did not perform as expected. A 20meq/100ml IV potassium infusion was piggybacked into primary line a , which was spiked with a brand new 1000ml normal saline IV bag. The potassium infusion was programmed to run over two hours via the alaris infusion pump. Approximately 15 minutes later the nurse noted that the IV potassium bag was empty. Upon seeing the empty potassium bag the tubing was clamped and the IV fluids were disconnected from the patient and replaced with new tubing and fluids via primary line b. The patient was not harmed. On troubleshooting the system, the nurse observed that the primary line a with the normal saline appeared to be swollen/over filled. It was believed that the potassium infusion back flowed into the normal saline bag. The tubing and IV pump were sequestered. On review of the lot numbers hospital¿s supply chain management department verified this tubing was not part of any past/current recalls. An evaluation of the pump was performed by hospital¿s biomedical engineering department. The event log of the associated pump was analyzed, and no errors or messages of any issues were found. In addition, biomed performed some stress testing of the pump, as well as volume accuracy testing, and have found no issues. Physical inspection of the pump shows no issues or irregularities. Judging by the information that the nurse provided as to what happened in this situation, biomed believes there was a faulty back check valve within the tubing set that allowed the fluids to be pulled from the secondary bag and pushed into the primary bag."